Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. Troubleshooting was performed. The customer stated that the insulin pump had multiple no deliver alarms. The time and date were incorrect. Assisted the caller to correct them. Reviewed the alarm history and found no delivery, bad battery, and low battery alarms. The customer mentioned that he was sick with a stomach virus while staying in the hospital. After receiving the tubing clamp the high pressure test was performed and passed. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.